Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident it was determined that the station was on critical override. A technical support specialist observed that the server was initially showing as offline in the remote support service. After a brief period of monitoring the server returned to an online state and accessed the server remotely and noted that it was completing system updates indicating a reboot triggered by windows updates and ran a downtime query and confirmed that all records were current. The technical support specialist also reviewed the health sight viewer and found that all stations had been manually placed into critical override and the customer team confirmed that the activity was part of planned maintenance although the onsite staff had not been informed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all the stations were in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.